Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose (800 mg/dl). Customer was treated with manual insulin injections and discharged the same day with the issue resolved and no permanent damage. Customer was unsure of the cause. No issues were observed with the cartridge or infusion set. Low power alert was identified in pump history by tandem technical support. Customer was advised to charge pump at least 15 min every day per pump user guide. Tandem clinical diabetes educator met with customer, reviewed pump data, and recommended some changes for customer to review with healthcare provider. Customer acknowledged that the pump is performing as intended and resumed pump therapy. Customer changed infusion set brands.